Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. It is possible that the subject device could not be released and it took time for the procedure due to the occurrence of bending in the insertion part during pre-use inspection or endoscope insertion. In addition, it is possible that the bleeding occurred since the subject device was pressed against the tissue. The above device handling has warned in the instruction manual as follows: do not coil the instrument with a diameter of less than 15 cm. This could damage the instrument. Do not force the distal end of the instrument against body cavity. Doing so could cause patient injury, such as perforation, bleeding, mucous membrane damage, or could damage the instrument.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. The stent couldn't stretch out properly and it "curled itself" which resulted in much longer ercp (endoscopic retrograde cholangiopancreatography) and bleeding in the patient. The user had to stop the bleeding then applied a new stent. Any additional medical treatment or surgical intervention was not taken against the patient.